Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the doctor was inserting product into the trocar, the blue seal inside the cannula broke off and fell inside the patient. The doctor removed the trocar and the blue pieces from the patient and inserted a new trocar. There was no patient injury.